Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having problems with their pacemaker and "they had to reset it". The leadless implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.